Event description:
A caller reported experiencing occlusion alarms. There was no adverse impact on the customer¿s blood glucose level. System check was started with tandem technical support (tts) however, customer was unable to complete the check. The customer continued to use the pump for insulin therapy.